Event description:
Pt. Having a CT of abdomen being done with contrast. IV line was clamped with both slide clamp and roller clamp. IV tubing had an extension with 3 stopcocks. Contrast was being infused with an automatic injector. The automatic injector stopped with a message to computer that pressure was too high. Seconds after injector stopped, an injector port on IV line above injector flew off the IV line. Upon investigation found one of the stopcocks where the contrast was being infused was partially closed. New IV tubing had to be prepped and placed on line. 14 cc was gone from the total of 100 cc of injectate. IV was patent. Injector working properly. Injection port should not have ruptured like it did. Staff threw out IV tubing.